Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 25-jan-2023. H6: investigation summary: a sample was returned for investigation. Through visual inspection, the defect separation was confirmed. The sample had separated at the y-site. The sample was inspected with a microscope, and no solvent was present on the tubing. No other defects or damages were seen. A device history record review for model 2426-0007 lot number 22109365 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was determined to be incorrect use of the fixture that helps correct insertion of the tube on the y-site. First, the gauge assures the large part of the tube is adequate for the insertion, then the fixture allows that the union has a rest time. On the assembly line, it was observed that the fixtures (fx-1002) are used incorrectly, because the personnel were not using the gauge to measure the tube. A quality alert was issued to prevent this defect in the future.

Event description:
It was reported while using bd alaris pump module smartsite infusion set disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: the nurse opened this infusion set and spiked a primary infusion. The tubing was primed and then capped and draped over the pole prior to connecting to the patient. While draped, the distal portion of the tubing auto-disconnected and fell into the floor.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: the nurse opened this infusion set and spiked a primary infusion. The tubing was primed and then capped and draped over the pole prior to connecting to the patient. While draped, the distal portion of the tubing auto-disconnected and fell into the floor.